Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer. The rotapro console was returned for analysis. Product analysis confirmed the reported events, as the speed during dynaglide mode was not functioning properly during the functional test. The most probable cause was malfunction of the valves from the pneumatic kit.

Event description:
It was reported that the rotation speed was unstable. A rotapro console was selected for use. During the procedure, it was found that the device was over speed. The procedure was competed with this device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the rotation speed was unstable. A rotapro console was selected for use. During the procedure, it was found that the device was over speed. The procedure was competed with this device. No complications were reported, and patient was stable post procedure.